Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed air-in-line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history record revealed multiple occurrences of air in line alarms. The reported condition was verified as air-in-line. The cause of the condition was the upstream sensor calibration values out of specification. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device confirmed air-in-line alarm. No additional information is available.